Event description:
In 2008, the patient called for assistance with changing his insulin cartridge. The piston rod was not properly adjusted and the patient's wife instructed to remove the cartridge from the infusion device. The plunger of the insulin cartridge became stuck to the piston rod, and a small amount of insulin spilled into the cartridge compartment. The patient's wife dried the cartridge compartment with a tissue and the change cartridge process was successfully completed. The patient was then assisted with priming air bubbles from the insulin cartridge. No physiological effects were reported. Upon follow up two days later, the patient's wife stated the patient had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.